Manufacturer narrative:
It was reported that the customer opened the gauze inside the pack and there were only 8 4x4 sponges when there should have been 10. Pack was taken out of room and another minor pack was grabbed to be used. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer opened the gauze inside the pack and there were only 8 4x4 sponges when there should have been 10.